Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's initial knee procedure was performed approximately 53 months ago. Patient experienced stiffness along with numbness going down to the bottom of their foot 2 months ago. It is unknown if patient has been revised. No additional information available.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 200-02-35 three peg patella 35mm 6430363 02-022-35-4009 truliant tib imp ps insert sz 4 9mm m006821.

Event description:
It was reported that this patient's knee was experiencing stiffness along with numbness going down to the bottom of his foot 2 months ago.